Event description:
It was reported that twenty six days post a dialysis catheter placement procedure, the grease-like substance is allegedly produced inside the catheter, causing the catheter to become unusable with reduced flow. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, three photos were provided for review. The first photo shows the screen that displays data in native language. The second photo shows the partial view of an implanted catheter in which the extension legs are noted to be whitish in color and are noted to be bulged near the bifurcation. The third photo shows the partial view of clinician holding a catheter that is cut, in which some white colored material can be noted within. Therefore, the investigation is confirmed for the reported poor flow, partial blockage and the identified material protrusion/extrusion, stretched and opacification issues. However, the investigation is inconclusive for the reported device contamination at user facility as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a dialysis catheter placement procedures using equistream split tip. It was reported that twenty six days post a dialysis catheter placement procedure, the grease-like substance is allegedly produced inside the catheter, causing the catheter to become unusable with reduced flow. Reportedly, the catheter was replaced. There was no reported patient injury.